Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a time issue related to the bolus history. The patient, however, did not allege any harm or injury because of the reported issue. The patient claimed that the pump's bolus history showed that 3.00 units of 10.00 units was delivered at 9:15 pm on (B)(6) 2012. The patient also indicated that at 9:37 am on (B)(6) 2012, a 3.05 unit bolus of a programmed 3.05 unit bolus was delivered. The patient then reportedly disconnected from the pump and removed the battery. The pump's bolus history then showed that at 9:15 pm, a 3.00 unit bolus of a programmed 3.00 unit bolus was delivered. In addition, on (B)(6) 2012, the 3.05 unit bolus allegedly showed "9:37 pm" instead of "9:37 am." The pump's date and time were verified to be correct before the battery was removed. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a time issue in relation to the pump's bolus history that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted 8/14/2012 the pump has been returned and evaluated by product analysis on 7/19/2012 with the following findings: testing was unable to verify or duplicate the reported issue of the bolus history changing. Black box and bolus history verify a 1.65 unit bolus delivered on (B)(4) 2012 at 9:15pm and a 3.05 unit bolus on (B)(4) 2012 at 9:37pm. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Bolus history was examined after powering off for one hour, and no changes were observed.